Event description:
The customer reported an overflow from the electrolyte injection cup (eic) of the unicel dxc 800 synchron system. The customer reported making the observation when performing daily startup of the instrument. The customer was wearing gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that the electrolytes injection cup (eic) waste line (line 15) was crimped under the reagent shelf. The fse uncrimped the tubing and rerouted line 15 to prevent the issue from reoccurring. The fse stated that the tubing had not been routed properly which allowed the tubing to become pinched under the reagent shelf. (B)(4).